Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent left total hip arthroplasty and is experiencing pain approximately eight years post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products - mlry-hd lat por fmrl 12 mm/ pn 11-104212/ ln 626510, m2a-magnum mod hd sz 44 mm/ pn 157444/ ln 207700, m2a-magnum pf cup 50odx44id/ pn us157850/ ln 727740. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03020, 0001825034-2017-03022, 0001825034-2017-03023.

Event description:
It was reported that patient underwent right total hip arthroplasty and is experiencing pain approximately eight years post implantation.